Event description:
Complaint of not being able to control the nibp function using the touch screen or trim knob. Reseated the patient data module (pdm), rebooted carescape b850, and rebooted monitor problem still exist. Disconnected and reconnect the digital visual interface (dvi) cable to monitor problem still exist. Placed call to tech support under request number (B) (4). Was told to disconnect the usb to the monitor then shut down, after complete shut down reconnect usb to the monitor, first turn on the monitor, then the carescape b850. Monitor touch screen and trim knob working up to specifications again. The usb cable does have a strain relief but maybe a different kind will help prevent this problem from occurring again.manufacturer response for monitor, physiological, carescape (per site reporter): they said (ge) it was a common problem they knew exactly what to do. They said we should have the strain relief that accompanied the unit installed on it. I told them it was installed by the ge installer.